Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose event of 25 mg/dl. The customer attempted to treat with cake and orange juice, but she was unable to keep the food down and vomited. Ems arrived on scene and treated her with a glucose IV. She was then taken to the ER. Troubleshooting was declined for the hypoglycemic hospitalization. However, the customer believed that the low blood glucose was caused by the leaky reservoir stopper recall. No products were returned or replaced.